Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer continued to use the pump; however, a replacement pump was sent to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.